Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No unexpected alarms/alerts/anomalies noted during analysis. The history/trace downloads were successful using thump. The following alarms/alerts were noted on event date: pump error 4 on 07/30/2023 12:08:07.000, pump error 60 on 07/30/2023 12:08:07.000, and 7 no delivery alarms during bolus starting on 07/30/2023 09:43:41.000. Pump error 60 (filenumber = 31 linenumber = 1747) was triggered by function hrm_powerdeadlock (file hrm_power_sharing.c) because power request was not processed in one minute. The hrm code has a flaw: when the hrm skips a piezo/vibro power request because a melody is canceled, it does not stop the power deadlock timer. Power error 60 confirmed due to software anomaly. Pump error 4 was a consequence of pump error 60. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay and partially faded serial number label. Pump error 60 confirmed due to software anomaly. Pump error 4 was a consequence of pump error 60. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 4 (the motor arm cannot communicate with the main arm) and pump error 60 (tone, vibrator or motor did not have power available when needed). Troubleshooting was performed and the customer was able clear the alarm and rewind the pump successfully. Advised the customer to do a self-test on the pump and it got passed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.